Manufacturer narrative:
The patient's device was reportedly explanted due to loss of lock. External equipment had been exchanged, but that had not resolved the issue.

Manufacturer narrative:
.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock prevented some of the electrical tests from being performed. The device passed some of the electrical test performed. The device did not pass the residual gas analysis test. Internal visual inspections revealed that some of resistors had corroded traces. It is believed that the failure of this implantable cochlear stimulator device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of some resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.

Event description:
The patient's device reportedly stopped functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.